Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2015 with the following findings: during testing, all the keypad buttons were under-responsive. Evidence of contamination was found under all key contacts. The battery compartment was cracked. The display screen was dim and discolored. In addition to these issues, the keypad cover was torn on the up arrow button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue with evidence of contamination, damage to the battery compartment, and a display issue. This report is made based on results of investigation completed on 11/13/2015.